Manufacturer narrative:
Section d9: a segment of the driveline was returned only. Manufacturer investigation conclusion: review of the submitted log file confirmed pump stop events while the patient was supported by external, 14-volt batteries. Although a specific cause for this event could not be conclusively determined, based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. However, evaluation of the returned portion of the driveline did not confirm an issue that would have contributed to the pump stop events. The submitted x-rays did not show any areas of breakdown of the metal braided shield of the driveline. A driveline wire compromise could not be confirmed via the submitted x-ray images. The submitted log file from (B)(6) 2020 ¿ (B)(6) 2020 was reviewed. Two pump-stop events were captured on (B)(6) 2020 between 15:58:01 and 16:00:47 while the device was connected to external, 14-volt batteries. Low speed advisory, low speed hazard, and low flow hazard alarms were captured in association with these events; the pump otherwise operated at the set speed without issue. There were no other notable alarms active in the log file. Approximately 28.5¿ of the distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. The driveline was disassembled, and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing and no areas of current leakage through the insulation of the driveline¿s wires were identified. Heartmate ii lvas, serial number (B)(6) , was deactivated but remains implanted. The patient is no longer ongoing on ventricular assist device (vad) support. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 16jul2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's device had low flow alarms concurrent with low speed alarms on (B)(6) 2020. The patient reported that the alarms occurred when she bent over while the device was powered by the batteries. The log file captured low flow, low speed and pump off events on (B)(6) at 15:58-16:00 while using battery power. This appeared to be due to a phase to phase short in the driveline. It was recommended to immobilize the percutaneous lead to prevent any further interruption in support, but the site did not complete this as the driveline issue was determined to be internal. The patient had previously undergone a repair of the external portion of the driveline on (B)(6) 2020 at approximately 3 inches from the exit site. There would therefore not be enough space for another repair. Since the patient had continued to have pump off events while using the mobile power unit, the issue was determined to be on the internal portion of the driveline. Review of x-ray images of the patient's driveline, found nothing remarkable. The patient's device was ultimately deactivated on (B)(6) 2020 due to the internal driveline issue and myocardial recovery.